Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & rectocele on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary obstruction. It was reported that patient underwent sling release on (B)(6) 2012. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, and bleeding.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent bard composix kugel hernia patch on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic mesh repair of symptomatic ventral/spigelian hernia with mesh implantation on (B)(6) 2006.